Event description:
Report received from USA stating device was making "rattling noises." The device was being used in an orthopedic procedure. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).